Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noisy signals at the end of a false pacemaker mediated tachycardia (pmt) episode. The false pmt was due to the sinus rate reaching the max tracking rate. No other oversensing has been noted. Technical services (ts) suggested troubleshooting and following actions. The device remains in use. No adverse patient effects were reported.